Event description:
Additional information received reported that the patient was still having concerns with her device or therapy, but she was working with her doctor or manufacturing representative. Appointments were scheduled for (B)(6) 2014 and (B)(6) 2015. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient believed her lead wire might have migrated ¿a little bit.¿ it was not working in the same location as it was. Her massage therapist also told her that her neck felt different than before. The patient was having a whole lot more pain starting last week. The pain was located in the couple cervical vertebrae levels below from the occiput; back of the head where the leads were placed. The patient was not sure if this was the stimulator or an issue with a possible bulging disc. She had an appointment at a healthcare provider (hcp) office on (B)(6) and she wanted a manufacturing representative to be there. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3776-75, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 3776-75, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 37752, serial# (B)(4), product type: recharger; product ID 3776-75, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 3776-75, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).